Manufacturer narrative:
G4: please note that the involved device is not marketed in the united states, however it is similar to the united states marketed device (nim standard emg endotracheal tube, 8229306). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a right hemithyroidectomy procedure, the patient was intubated with a size 7 mm nim flex emg endotracheal tube, and the initial intubation was stable. Shortly after intubation, there was a significant increase in airway pressure along with bilateral wheezing on auscultation. The patient was treated with bronchodilator therapy, which resulted in some improvement, and the patient was considered stable enough to proceed with the surgery. At the end of the operation, the patient woke up coughing, and a significant amount of blood was observed inside the endotracheal tube. The surgeon was recalled, and a discussion took place regarding ICU admission, bronchoscopy, or extubation. The patient was subsequently extubated, and the symptoms improved following extubation. The bleeding was considered possibly due to trauma within the trachea or larynx. It was noted that 8 ml of air was used to inflate the cuff, and the airway appeared tight during tube insertion; however, there was no indication of thyroid cancer or airway obstruction. Immediately following insertion of the endotracheal tube (ett) and cuff inflation, airway issues were noted. There had been no repositioning of the ett prior to the onset of these issues and the cuff had not been deflated. At the time, there was no awareness of the known but not widely publicized cuff-related issues associated with these etts. Elevated airway pressures were observed but showed improvement with bronchodilator therapy. The presence of blood in the airway was noted, with possible cuff herniation considered. Direct visualization using videolaryngoscopy confirmed appropriate ett placement, and bilateral breath sounds were confirmed on auscultation. Prior to intubation, mask ventilation had been easy and required very low pressures. During extubation, CPAP was delivered via optiflow atat 70 litres a minute. Bronchoscopy was considered as a diagnostic option but was not pursued in the initial stages. Anesthetist confirmed that cuff pressure was not checked using manometry. Sevoflurane, ventolin, and intravenous ketamine were administered for presumed bronchospasm as bronchodilator interventions were performed. The procedure was extended by approximately 30 minutes. The patient experienced hemoptysis (airway bleeding), which settled spontaneously. The tube and cuff were checked prior to use, and symmetrical inflation of the cuff was observed with no visible variations. The procedure completed with reported product and the ett was discarded due to the presence of a high volume of blood and blood-stained secretions.